Manufacturer narrative:
UDI number: (B)(4). Investigation is ongoing.

Event description:
As reported, during a transfemoral tavr procedure with a 29mm sapien 3 valve in the aortic position, the balloon ruptured at the end of valve deployment.  There was no volume left in the balloon at the time of rupture.  The valve was fully deployed and functioning normally.  Additional +1 cc was added to the nominal volume.  There was no calcification in the annulus noted.  The system was removed with no injury to the patient.  The patient is in stable condition post procedure.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The delivery system was not returned to edwards lifesciences for evaluation.  Imagery of patient¿s anatomy was reviewed and the following was noted:  calcification was observed on the native leaflets and lvot. Calcification was observed on all three native leaflets. Photo of the balloon was available for review and what appeared to be a longitudinal burst was observed in the middle of the inflation balloon. Video of the procedure during valve deployment showed the balloon burst during full deployment. During manufacturing, the entire delivery system is 100% visually inspected for any defects.  During final inspection, 100% distal to proximal visual inspection was performed by both manufacturing and quality. Additionally, the workorder underwent a product verification testing. All testing passed specifications. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A device history record (DHR) review was performed and revealed no manufacturing issues that may have contributed to the reported event.  A lot history review was performed and revealed no other similar complaints for balloon burst. A review of complaint history from march 2019 to february 2020 revealed additional returned similar complaints for the edwards commander delivery system (all models). The complaints were confirmed but no manufacturing issues were identified during evaluation.  Available information suggested that procedural factors and/or patient factors may have contributed to the event. The occurrence rate did not exceed the february 2020 control limit for the trend category.  A review of the risk management documentation was performed and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for balloon burst was confirmed based on the device imagery post procedure. Due to device unavailability, manufacturing nonconformities were unable to be confirmed. A review of the DHR, complaint history, lot history, and manufacturing mitigation did not provide any indication that a manufacturing nonconformance would have contributed to the complaint event. Additionally, a review of the IFU and training manual revealed no deficiencies. Imagery and video of the valve deployment was returned for review. Calcification was observed on all three native leaflets. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via the following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, excessive fluid used for inflation can also negatively impact the balloon (balloon subjected to higher pressure levels than the rated burst pressure of the balloon). While a definitive root cause is unable to be determined, available information suggests that patient (calcification) and procedural (additional 1cc volume) factors contributed to the burst balloon. Since no product non-conformances or IFU/training deficiencies were identified during the evaluation and the control limit did not exceeded the applicable trend category, product risk assessment escalations, and corrective/preventative actions are not required.